Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had been receiving no delivery alarms on the insulin pump. The blood glucose reading was 320 mg/dl. Customer was treated with manual injection. Customer's mother reported that customer has very little body fat and she was advised that it was a factor that could contribute to the issue. She stated that the alarm had been resolved by a complete set change. Nothing further was reported.